Event description:
(B)(4): the impedance on the rvc and svc coils of the lead are high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and oversensing associated with the right ventricular lead. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace impedance trend data shows an increase for min and max defib and svc defib equal to 53 to 248 ohms peak between (B)(6) 2012. Also noted were eight ventricular non-sustained episodes equal to 200 milliseconds (ms) between (B)(6) 2010 and (B)(6) 2011. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
Additional follow-up information has been received. Lead integrity alert was triggered due to high impedances which have fluctuated from normal to high values. The physician suspects rv or svc conductors may have fractured or are about to fracture. X-rays obtained did not indicate any abnormality in the leads or connections with the header of the device. The patient has declined further testing making it difficult for the physician to troubleshoot the exact problem. They will continue to monitor the patient and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedances on the superior vena cava (svc) coil which triggered a patient alert. Follow-up attempts did not yield any additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).